Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported several years following an intraocular lens (iol) implant procedure, the surface of the lens is cloudy. The patient's vision is 'okay', however there was impact to the patient's visual acuity.